Event description:
The customer reported that the device was rebooting intermittently.

Manufacturer narrative:
The customer reported that the device was rebooting intermittently. The customer localized the issue to an incomplete electrical connection on a connector on the control pca. Reseating the connector resolved the issue.